Event description:
It was reported that air bubbles were observed within the infusion set tubing after the customer disconnected the tubing from their body. There was no reported adverse impact to the customer's blood glucose level. Customer fills tubing in order to resolve issue.